Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. Patient reported the cannula did deploy and appeared bent. The pod was not worn.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.